Manufacturer narrative:
Device evaluated by MFR.: a mustang 7cm x 4mm, 20atm, 75cm was received with the customers guidewire inserted in the device. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 6mm distal of the proximal balloon bond. This type of damage most probably occurred when the device was being withdrawn through the sheath prior to a balloon rupture. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 20 atmospheres. The recommended introducer/guide sheath size for this device is minimum 5fr. The customers sheath was not returned with the device. The investigator was unable to insert the device into a sheath due to the balloon damage. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found that the inner shaft was stretched. A visual examination found the proximal markerband to have been damaged and the distal markerband was completely detached from the device. The detached markerband was not returned for analysis. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occured and removal difficulties were encountered. The 90% stenosed target lesion was located in an inner shunt in a moderately tortuous and severely calcified vessel. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at near 20 atmospheres for 1 minute, the balloon ruptured. When the device was tried to be removed, the balloon could not be pulled outside the patient's body because the sheath did not hold the balloon part so the balloon was cut down and pulled out. A fracture occurred in the lateral direction and the balloon was separated from the upper and lower part. The device was removed completely from the patient's body and the procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occured and removal difficulties were encountered. The 90% stenosed target lesion was located in an inner shunt in a moderately tortuous and severely calcified vessel. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at near 20 atmospheres for 1 minute, the balloon ruptured. When the device was tried to be removed, the balloon could not be pulled outside the patient's body because the sheath did not hold the balloon part so the balloon was cut down and pulled out. A fracture occurred in the lateral direction and the balloon was separated from the upper and lower part. The device was removed completely from the patient's body and the procedure was completed with another of same device. No patient complications were reported.